Event description:
Boston scientific received information stating the lead exhibited a low amplitude. (B)(6) hospital (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).